Event description:
Optease ivc filter placed in 2011 found to be multiply fractured, including one piece loose in ivc and barely retained in filter; this fragment migrated to the right atrium with just the slightest touch and was fortunately captured and removed. However, in removing the ivc filter with loop-snare technique, the inferior vena cava was disrupted, a life-threatening event that required reconstruction with stent grafts and stent.